Event description:
The surgeon implanted a toric silicone lens model aa4203tf and the haptic tore off in the cartridge. The lens was implanted and removed without patient injury. The facility believes the lens was damaged by the cartridge. The model and lot numbers of the injector and cartridge used during surgery were not specified by the facility.

Manufacturer narrative:
Evaluation results: visual inspection of the lens showed evidence of surgical residue and the optic was torn. One haptic was torn off missing and the cartridge was not returned. Conclusion - (no conclusion can be drawn): the root cause for this event could not be determined because the cartridge and injector were not returned.